Manufacturer narrative:
On 17-jun-2016 , an field service engineer conducted on-site follow-up with the customer where all connectons were tightened, all of the reagents were changed and primed, and then the flow rate was adjusted. The instrument returned to normal operation. The most probable cause of the reported event was due to low flow rate. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported low pressure on their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.